Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complaint or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of cmdsnet report to manufacturer/importer: s-4162, mdip 14654 was received from health (B)(4), which states "two IV smart pumps ceased to infuse, alarming "total system failure". Not infusing, unable to restore infusions, no other options than to turn off both pumps and replace. No adverse outcomes". There was patient involvement but no harm.